Event description:
Pt reported that after being injected with three (3) syringes of juvederm ultra in the nasolabial folds, marionette lines, and in the "smaller lines in the lower part of the chin near the jaw, " the pt immediately experienced swelling and within the week, lumps, and a pus-filled lump in the "lower cheek" area "between the cheek and nose." The area of bruising was unspecified. The pt reported that the doctor injected an unk enzyme into the right nasolabial fold, and the lump has since diminished in size. The pt stated that the physician felt that they had injected too much filler and has been using ice regularly for the swelling. The pt did not want to provide allergan medical with permission to contact the physician" office. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4)